Manufacturer narrative:
The device was not returned for analysis, however, it was reported that event was caused by the patient snoring during the procedure and was procedure related. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident was related to the procedure and was not found to be related to any abbott device. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation (af) procedure, a pericardial effusion occurred. After isolation of all veins, the patient became hypotensive and an echocardiogram revealed a pericardial effusion at the left atrium, close to the right upper vein. A pericardiocentesis was performed to stabilize the patient. Heparin was used during the procedure, and the patient's act remained around 305. Per the physician, it was thought that the effusion occurred during isolation of the right veins. At the time of right vein isolation, the patient snored during ablation and caused the pericardial effusion. The event was not related to the ensite x or any abbott devices. No copd or sleep apnea is known. Hypertension is known.